Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported event could not be determined. The catheter was returned with kinks, bends, twisting, and a tear to the sheath, as well as an optical fiber break, which are all consistent with being damaged during or after use and may result in various functional issues. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The dragonfly opstar imaging catheter was returned with no reported information. This device was returned with a longitudinal tear in the guidewire exit notch. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.